Event description:
It was reported that the patient was having her vns removed due to being a non-responder to the therapy. The vns was believed to have been at end of service since (B)(6) 2011. Surgery to remove the patient's vns has occurred. The explanted lead and generator were returned and underwent analysis. The generator was confirmed to be at end of service with a battery voltage of 0.333 volts. Otherwise, no anomalies were found. A large portion of the lead was not returned for analysis. Analysis found a lead fracture in the positive coil approximately 119 mm from the connector boot. An abraded opening in the inner tubing was observed about 161 mm from the connector boot. Dried body fluids were observed in the inner and outer tubing in some areas. No pitting was noted at the site of the fracture which may indicate that the fracture did not occur until after the generator had reached end of service. Last known vns diagnostics were taken on (B)(6) 2010. No adverse events have been reported.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.